Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection of the evaqua expiratory limb revealed a hole about 5.52cm from the proximal connector, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 130315. Conclusion: based on the inspection conducted, the subject evaqua limb appeared to have been punctured or scratched with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory limb of the evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported to a distributor that air leaked from a hole on the evaqua expiratory limb of an rt340 adult dual heated evaqua breathing circuit during use. No patient consequence was reported.